Event description:
New information received states that the patient presented in clinic for routine follow up. The left ventricular lead is enabled to be programmed in any vector due to phrenic nerve stimulation. No intervention was performed, and the lead remains deactivated. Medication dosages for rate control were increased. Av node ablation procedure was discussed if atrial fibrillation rate control is not possible or medical therapy is not tolerated well. The patient was stable pre and post interrogation. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during post procedure device check one day post implant procedure that the left ventricular lead caused phrenic nerve stimulation (pns) in every vector. Programming changes were made and left ventricular lead pacing was turned off. The patient will continue to be monitored with routine follow up and lead repositioning might be discussed at that time.

Event description:
New information received states that the patient presented in clinic for routine follow up. It was noted that the right ventricular lead was functioning well. The patient was feeling good after the previous medication dosage adjustment for atrial fibrillation (afib) rate control and does not prefer any further intervention. The patient did not want to undergo atrioventricular (av) node ablation procedure. The left ventricular lead was turned off during the previous visit and will remain inactive. Atrioventricular (av) node ablation procedure for atrial fibrillation (afib) was planned to be performed later depending on patient concern in future. No further intervention was performed. The patient was stable throughout.